Manufacturer narrative:
"The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented."

Event description:
"Olympus medical systems corp. (Omsc) received a literature titled ""effectiveness of autologous platelet-rich plasma for the healing of ulcers after endoscopic submucosal dissection"". The literature reported the result of 14 patients with ulcer of endoscopic submucosal dissection (esd) procedure using olympus kd-610l from may 2017 to november 2017. In the subject case, 2 cases of major bleeding requiring blood transfusion occurred. Omsc will submit a medical device report (MDR) depending on the event type."